Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? -device did not lock on the tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? -since the gun was manual, so there¿s no knife reverse switch or manual override. Gun did not open and was discarded. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that a ec45a gun jaw did not open. Closing handle got stuck. No patient consequences reported. No further information is available.